Event description:
In 2004, a pt received artz dispo into their right knee for treatment of osteoarthritis of the knee. Immediately after injection, pt had pain. Three days later pt took nsaid (voltaren) for their right knee pain. Five days after that pt had a difficulty to move due to their right knee pain. In the same day, pt had swelling and high-grade redness in the right knee, and high value of crp (30.7) in blood. The next day the culture test of their knee joint showed positive of staphyloccous aureus. At present the pt received a surgery for pyogenic arthritis and a local irrigation of joint, and now pt is under medical treatment in the hospital.